Event description:
Holes detected at the tip of the syringe causing, air bubbles when aspirated. No air was injected into the system.

Manufacturer narrative:
Verified product experience from returned samples. The investigation which included visual and functional testing detected leakage from the male luer. Further examination under 10x magnification found a hole at the male luer taper base. The missing information was unattainable from the hospital.